Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-14538. It was reported that patient experienced ineffective therapy. Patient declined any assistance to reprogram the scs system. Surgical intervention may take place to address the issue.